Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt filter needle could not attach to the syringe properly. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that a bd¿ blunt filter needle could not attach to the syringe properly. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that a bd¿ blunt filter needle could not attach to the syringe properly. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: three (3) photos were received for evaluation. The physical samples were not received at the manufacturing plant and failure mode could not be verified with the provided photos. Per the complaint "upon sample evaluation no defect could be observed. No leakage was observed." A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: root cause is undetermined.